Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. The customer will continue to use the current pump for insulin therapy.

Event description:
Reportedly, there was no obstruction blocking the speaker holes.